Manufacturer narrative:
The calibration and qc were ok. The last maintenance of the instrument was on (B)(6) 2021. The customer performed maintenance on (B)(6) 2022. The field service engineer (fse) observed backflow at the ise vacuum nozzle during operation. The fse cleaned the vacuum nozzles and lines, and the dilution tank. The fse also exchanged the potassium electrode due to an observed drift in the ise check. The service actions resolved the issue. The customer agreed with the investigation.

Event description:
There was a complaint of questionable na electrode and ise indirect na, k, cl for gen.2 (cl) results for 3 patients tested with a cobas 8000 ise module. It is unknown if the questionable results were reported outside the laboratory. Patient 1 and 2's samples were also tested on an unknown instrument. These results were not provided. The provided results are from the ise module. Patient 1¿s initial na result on (B)(6) 2022 was 133 mmol/l; the repeat was 142 mmol/l. Patient 2¿s initial na result on (B)(6) 2022 was 147 mmol/l; the repeat was 137 mmol/l. Patient 3¿s initial na result on (B)(6) 2022 was 94 mmol/l; the repeat on an unknown instrument was 141 mmol/l. Patient 3¿s initial cl result on (B)(6) 2022 was 166 mmol/l; the repeat on an unknown instrument was 102 mmol/l. The customer believes the repeated result to be correct. Patient 1 and 2's repeats had "similar results" to the unknown instrument. The lot number and expiration date of the na electrode and ise indirect na, k, cl for gen.2 used were requested, but not provided. The ise sample probe was exchanged in (B)(6) 2021 and on (B)(6) 2022.